Event description:
The cusa handpiece (product ID not provided) was placed on pt's leg when it was not in use. The scrub nurse picked it up to pack away and noticed the handpiece had burned a hole in the drape. When the drape was removed, there was a burn on the pt's right leg below the knee (1.5 to 2mm x 1.5 to 2mm wide and 2mm deep). It was not just a burn. It looked as if the cusa had sucked out tissue as it does when applied to the liver. Additional info has been requested. Date of the event (B)(6) 2015 - approximately 19:00hrs. Procedure: open cholecystectomy/liver resection/bile duct resection/portal lymph node resection and bile duct reconstruction.

Manufacturer narrative:
Integra has completed their internal investigation on 08mar2016. The product was not returned for evaluation. A minimum of 12 months review was completed using the following key words ¿overheating¿ and root cause ¿product not returned¿ in the search criteria. This review encompassed from dates 12-june-2014 to 22-feb-2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd ¿product not returned¿ resulting in handpiece not working. Since the product was not returned for evaluation a root cause determination cannot be determined.

Manufacturer narrative:
Additional information was received on july 28, 2015. Patient age and gender were unknown. No diathermy was used as there was no bleeding. A hole had been created but with no bleeding. The injury was treated with a dressing.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.